Manufacturer narrative:
The explanted evoke spinal cord stimulation (scs) system was returned to saluda for analysis. The lead failed functional testing due to multiple disconnected electrodes. The cause of the disconnections cannot be confirmed, but due to the location of the damage, it may have occurred during implanting procedure when securing the anchor.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain coverage. Impedance check revealed multiple disconnected electrodes. Adequate pain coverage was not achieved by reprogramming. The scs system was explanted.